Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the forceps broke into two pieces. There was no delay in time and no injury to the patient or personnel. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Subject device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable. The event is not likely to result in patient harm or the need for additional medical or surgical intervention. There is no documentation of fragmentation, delay, injury or added intervention during surgery. Synthes is retracting medwatch report #: 8030965-2013-04840.